Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer, and it was reported there was a recall online for their pump and they want to sign up for the class action suit. It was noted the pump almost killed them, they had two strokes, and spinal meningitis. The patient had been trying to figure this out for six years and they kept getting the run around. Agent reviewed information and reviewed foreign particle field action-2019. The agent redirected to hcp to further address testing of the pump. The patient was upset and ended the call.

Manufacturer narrative:
Concomitant medical product: product ID 8780, serial# (B)(6) implanted: (B)(6) 2019 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-jun-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving baclofen (unknown) at unknown concentration/dose via an implantable pump for post spinal cord injury and intractable spasticity. It was reported by the patient that they stated 'I didn't even have it in a month, and it was recalled on april 5th, and they still notified me and put it in september 13th. I don't know why they didn't notify the hospital before I had it put in. Nobody told me that the pump was recalled before. It was like 6 months, almost 7 months. I had a stroke in my spinal cord - two strokes, spinal meningitis, staph infection, and mrsa.' While on the call, patient confirmed both pump and catheter were removed. Agent unable to find any field action associated with patient's serial number, but patient stated they were told it was recalled and they had problems. Agent reviewed healthcare provider would be notified of field action and redirected pat ient to healthcare provider. Patient called back and 'wanted to know what made him sick (what type of bacteria) and made him have 2 strokes'. The patient also asked if the pump could be tampered with remotely.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) stated that they had screenshots of a recall for the pump due to "bacteria". The agent tried to explain recall and that an infection was not a result of a recall. The mother of patient stated that she did not have all the details but will have her son call.